Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 2.25 x 38mm was returned for analysis. A visual, tactile and microscopic analysis was performed on the device. A break was identified, 19.6cm distal to the distal strain relief with multiple kinks also noted along the hypotube shaft. The distal segment of the break was not returned.

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. An opticross imaging catheter was used but became kinked inside the patient during delivery post-stent placement, resulting in a loss of imaging. The device was removed, and a 2.25 x 38 mm synergy xd drug-eluting stent (des) was selected for treatment. However, the stent broke at the proximal stainless-steel shaft and snapped inside the patient. The device was removed, and another 3.50 x 24 mm synergy xd des was then selected, but it also broke at the proximal stainless-steel shaft and snapped inside the patient. The device was also removed by just pulling them back out over the wire. The hub of both stents was detached outside the body. The procedure was completed with another of same device, and no patient complications were reported.

Manufacturer narrative:
D4. Lot number updated.

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. An opticross imaging catheter was used but became kinked inside the patient during delivery post-stent placement, resulting in a loss of imaging. The device was removed, and a 2.25 x 38 mm synergy xd drug-eluting stent (des) was selected for treatment. However, the stent broke at the proximal stainless-steel shaft and snapped inside the patient. The device was removed, and another 3.50 x 24 mm synergy xd des was then selected, but it also broke at the proximal stainless-steel shaft and snapped inside the patient. The device was also removed by just pulling them back out over the wire. The hub of both stents was detached outside the body. The procedure was completed with another of same device, and no patient complications were reported.

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. An opticross imaging catheter was used but became kinked inside the patient during delivery post-stent placement, resulting in a loss of imaging. The device was removed, and a 2.25 x 38 mm synergy xd drug-eluting stent (des) was selected for treatment. However, the stent broke at the proximal stainless-steel shaft and snapped inside the patient. The device was removed, and another 3.50 x 24 mm synergy xd des was then selected, but it also broke at the proximal stainless-steel shaft and snapped inside the patient. The device was also removed by just pulling them back out over the wire. The hub of both stents was detached outside the body. The procedure was completed with another of same device, and no patient complications were reported.